Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had exposed into the water and insulin pump took the battery out of the pump and it just stopped beeping. Insulin pump was showing the picture of question mark and something on the other side. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.